Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2025 from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge and was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.